Manufacturer narrative:
(B)(4). The patient underwent a surgical procedure to implant a trapease permanent vena cava filter (¿trapease tm filter¿) for the treatment and prevention of his deep vein thrombosis. The device in the patient was positively identified on medical records. On or about two days post implantation the patient was diagnosed with another deep vein thrombosis. Approximately one day later the patient was administered a scan. The patients trapease filter was subsequently noted to be partially visualized and the tip being at the inferior end plate of the l1. The patient passed away from a deep vein thrombosis and a suspected pulmonary embolism the same day. The patients device had malfunctioned, did not work as intended and contributed to his injuries and untimely passing. As the result of the patient¿s defective trapease filter, the patient suffered serious and life-threatening and permanent injuries leading to his untimely death. The patient suffered significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses before his untimely death. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17224757 presented no issues during the manufacturing process that can be related to the reported complaint. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pulmonary embolism and dvt does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). The instructions for use (IFU) note vessel injuries and recurrent pulmonary embolism as possible long-term complications associated with filter implantation. The brief also reported death; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the deep vein thrombosis or pulmonary embolism contributed to the reported passing of the patient. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The patient underwent a surgical procedure to implant a trapease permanent vena cava filter (¿trapease tm filter¿) for the treatment and prevention of his deep vein thrombosis. The device in the patient was positively identified on medical records.  On or about two days post implantation the patient was diagnosed with another deep vein thrombosis. Approximately one day later the patient was administered a scan. The patients trapease filter was subsequently noted to be partially visualized and the tip being at the inferior end plate of the l1. The patient passed away from a deep vein thrombosis and a suspected pulmonary embolism the same day. The patients device had malfunctioned, did not work as intended and contributed to his injuries and untimely passing. As the result of the patient¿s defective trapease filter, the patient suffered serious and life-threatening and permanent injuries leading to his untimely death. The patient suffered significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses before his untimely death.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease permanent inferior vena cava (ivc) filter for the treatment and prevention of his deep vein thrombosis. Per the medical records, the patient has a history of deep vein thrombosis, seizures, spondylosis, shortness of breath and a hiatal hernia. Two weeks prior to implantation of the filter, the patient had a subdural hematoma. Additionally, he had an abnormal eeg indicative of encephalopathy, a left side craniotomy, a subdural drain was placement, and he experienced atrophy and chronic ischemic microangiopathy. Approximately two days post implantation, the patient was diagnosed with another deep vein thrombosis. Approximately one day later, the patient was administered a scan. The patients trapease filter was subsequently noted to be partially visualized and the tip being at the inferior end plate of the l1. The patient passed away from a deep vein thrombosis and a suspected pulmonary embolism. The device is unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt, pulmonary emboli and thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review, the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, seizures, spondylosis, shortness of breath and a hiatal hernia. Two weeks prior to implantation of the filter, the patient had a subdural hematoma. Additionally, he had an abnormal eeg indicative of encephalopathy, a left side craniotomy, a subdural drain placement, and he experienced atrophy and chronic ischemic microangiopathy. The filter was placed successfully with no complications. If additional information is received, it will be submitted within 30 days of receipt.